Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available. A root cause could not be determined.